Event description:
Caller reported co-workers that have had reaction to swab and inquired if they can use a different swab -tss advised caller it is recommended to use the swab in kit.

Manufacturer narrative:
Subject: caller reported co-workers that have had reaction to swab and inquired if they can use a different swab -tss advised caller it is recommended to use the swab in kit. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.